Event description:
It was reported by service report that the cot is missing the magnet shutoff. No pt involvement or adverse consequences are reported.

Manufacturer narrative:
Shut-off magnet. Conclusion: repair have not been completed.